Event description:
It was reported that there was a loss of pain coverage to the lower extremity and the therapeutic product was ineffective. The reporter stated that there was lead migration. It was noted that reprogramming took place on (B)(6) 2012 and the lead was replaced on (B)(6) 2012. It was reported that the loss of pain coverage was diagnosed through examination and palpation on (B)(6) 2012. An x-ray showed that the leads migrated distally on (B)(6) 2012. It was reported that the event was related to the device or therapy. It was noted that the severity was mild. It was reported that the event resolved without sequelae on (B)(6) 2012. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 37744, serial# (B)(4), product type: programmer, patient. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).